Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. While the device was in the body, the physician observed excessive air bubbles on the intracardiac echocardiography (ice) coming from the distal tip. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.